Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead noise was detected in clinic office and remote interrogations confirmed noise detections. The lead was note to be fractured. The lead was capped and replaced. Patient status before, during, and afterwards the procedure was excellent.